Event description:
Implanted allergan natrelle 410 breast implants (365 ccs) on (B)(6) 2016. Several months later, started having allergic reactions that included redness and swelling around eyes and mouth. After 18 months, became allergic to fragrances and preservatives that caused me to stop using all cosmetic, skin, and hair cared products. Reactions included severe eye swelling, red patches on face and cracks and swelling around lips and mouth. Also experienced other symptoms such as inflammation, arm tingling, pain in wrist joints, sternum pain, shoulder and neck pain, hard and enlarged lymph nodes in right breast. Explanted on (B)(6) 2018.